Event description:
The complainant reported the patient was on impella 5.5 support and they had a CT scan that showed a "tiny acute subdural". Additionally, the patient had frequent arrhythmias. The staff was unable to move the patient without arrhythmia issues. The patient remains on support which means the procedural outcome and explant date are unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the patient developed a hematoma at the access site and the anticoagulation was withheld. It was reported the patient was on impella support for 577.94 hours before the decision was made to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of vf/vt/af/at, and stroke/cva, has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Access site bleeding was not included in this investigation, additional supplemental MDR will be filed with results. Instructions for use: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-17631 b2 outcome changed to death and date of death added, b5 patient outcome updated and rational for death decision included, b5 updated with additional adverse event that was not included, d6b explant date, e4 should have been left blank, h1 type of reportable event: death, h6 health effect - clinical code and health effect - impact code, h10 instructions for use missing.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. No product was returned for evaluation. Data logs were reviewed and no "placement signal not reliable" alarm was seen on logs. 5s parameters did shift with an increase in motor current due to a p-level change. The root cause of the optical signal issue cannot be determined as no product was returned to confirm failure on pump. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-17631. G1 reporting contact email updated.

Event description:
The complainant also reported that a placement signal not reliable alarm was noted.